Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and diagnostic imaging inspections of the lead did not find any anomalies except for procedural damage. The reported events of unacceptable threshold, high lead impedance and decreased sensing were not confirmed.

Event description:
During implant, increased impedance, capture threshold and decreased sensing was observed on the right ventricular (rv) lead. The physician attempted to resolve the issue by repositioning the rv lead but was unsuccessful. The issue was resolved by explanting and replacing the rv lead. The patient was in stable condition.